Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed bacteremia. It was noted that thrombus formation was found on the right ventricular (rv) lead coil. The thrombus was removed and then the cardiac resynchronization therapy defibrillator (crt-d) system was removed. No further patient complications have been reported as a result of this event.